Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that special needle weiss 17ga 3-1/2 desc leaked. The following information was provided by the initial reporter: when performing the puncture to perform epidural block, in the l3-l4 novel, during the dogliotte test, air leakage was noted. When trying to infuse the medication for the blockage, there was liquid leakage (observed 2 times).

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that special needle weiss 17ga 3-1/2 desc leaked. The following information was provided by the initial reporter: when performing the puncture to perform epidural block, in the l3-l4 novel, during the dogliotte test, air leakage was noted. When trying to infuse the medication for the blockage, there was liquid leakage (observed 2 times).